Manufacturer narrative:
The investigation conducted by field service engineering concluded that the system fault experienced by the customer was associated with the remote arm controller (rac) board. The system was repaired by replacing the affected rac. The rac is an electronic module comprised of four printed circuit assemblies and cooling fans. System error code #25589 appears when the da vinci s safety system determines during the power up self test that the remote arm controller board (rac) brakes failed the brake voltage test. Upon determining these conditions, the safety systems put a da vinci s in a "recoverable safe state". The rac was returned to isi for failure analysis investigation. Inspection was performed and faulty chips were discovered and replaced to repair the rac. As of 2008, there have been no reported recurrences of the issue at this hospital.

Event description:
It was reported that prior to a da vinci s cardiac mitral valve repair procedure, while starting up the system, the customer experienced recurring system error code #25589. An isi technical support engineer had the customer turn off the system and reset the circuit breaker on the pt side cart (psc), however, when the system powered back up, the system error code #25589 reappeared. The planned surgical procedure was completed with the customer's spare da vinci system, with approx. A 30 minute delay. No pt harm was reported.